Manufacturer narrative:
Other, other text: additional information: d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Corroded drain fitting, cracked tank cover, faulty printed circuit board (pcb), dirty heater, and stripped interlock block. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The pcb wouldn't allow proper calibration. The root cause of the reported issue was found to be faulty pcb. The technician replaced the pcb.

Event description:
It was reported the device could not be calibrated during testing. No patient involved.